Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst commented that r-wave sensing values dropped from an average of 9-10mv between (B)(6) to an average of 5.5mv after 2013-(B)(6). Ventricular capture management values rose steadily between (B)(6) from less than 1v to consistently greater than 2.5v.

Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds and a pacing failure. The r wave amplitude decreased the same time that there was an increase in thresholds. A chest x-ray indicated that the lead may have partially dislodged. The lead remains in service at this time and the patient is being observed every 3 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.